Event description:
On (B)(6) 2008, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, computed tomography (CT) scan revealed the aneurysm measured 74 mm x 60 mm in diameter. On (B)(6) 2011, CT scan revealed a suspected type ii endoleak with aneurysm growth. The aneurysm measured 75 mm x 103 mm in diameter at that time. On (B)(6) 2012, the pt was implanted with five gore excluder aaa endoprostheses to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Other excluder sys components included in this report: pxc121400/05547299, pxc121000/05506624, and pxl161207/04800289. The review of the mfg paperwork verified that this lot met all pre-release specs. Imaging eval findings: one time point available - cannot confirm aneurismal enlargement with available uploaded images. Cannot confirm apposition of the distal end of the implanted device within the right external iliac artery. No contrast visible outside implanted devices. Contrast appears within multiple lumbar arteries as well as the ima at the level of implanted devices. Maximum aneurismal diameters appear to be 75.5 mm x 103 mm with an average diameter of 89.25 mm. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.